Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer switched from the original tandem charging supplies to a non-tandem wall adapter and cable, which successfully allowed the pump to begin charging again. Tandem technical support informed the customer that using third-party charging supplies is not recommended except for troubleshooting. Support also arranged to send the customer a replacement tandem wall adapter and charging cable with two-day shipping. There was no need for additional assistance as the issue was resolved.